Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your system to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the system.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, customer states "shutdowns when she goes outside in hot temperatures." There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.